Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 518 mg/dl; cause was not known. A correction bolus via the pump and a manual dose injection were delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to manual dose injection for insulin therapy.